Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the connector on the programmer for the radio frequency programming head was defective. However it was noted that the tip of the stylus was loose and not working and the cursor on the screen was not reacting. It was further noted that the printer drawer and front latch base frame keyboard were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector on the programmer for the radio frequency programming head was defective. There was no patient involvement. It was further reported that the programmer tested out of specification during manufacturer's analysis.